Manufacturer narrative:
Pump was received with missing case, broken electronic components on I band cracked and bleeding on lcd glass.

Event description:
The mother of a customer reported via phone call that the bottom of the insulin pump broke off. The customer's blood glucose reading was 111 mg/dl at the time of incident. Troubleshooting found that the pump casing is also broken. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.